Event description:
On (B)(6) 2022, the patient had zephyr valves implanted. During the procedure, the edc had difficulty passing through the bronchoscope. Another bronchoscope was used and the edc was able to pass smoother through the working channel. After the first zephyr valve was deployed, it was noticed that one of the sizing wings from the catheter was torn and almost coming off. The catheter was rotated to view through the scope and the sizing wing tore off inside the patient. The sizing wing was extracted with forceps and the procedure continued with a different catheter.